Event description:
It was reported that the 9800 system had no video during a case. The 9800 system had to be removed and the procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and put back into service.